Manufacturer narrative:
The results of this investigation confirmed the 12/10mm ado met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the embolization remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
A 12/10mm amplatzer duct occluder (ado) was selected after confirmation of size based upon meeting all tee and angiography criteria. And the device was successfully implanted; however, later found embolized. The ado was percutaneously snared and removed. The next day, the patient was sent for surgery to repair the patent ductus arteriosus.